Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system were implanted in the patient for the endovascular treatment of a 63mm abdominal aortic rupture. Vessel morphology was not reported. It was reported that the patient presented urgently and in the ER the patient was diagnosed with a ruptured abdominal aortic aneurysm. Access to the aorta via the left femoral artery was never achieved due to stenosis in the proximal cia. The angiogram of the renal arteries was performed from the right. The devices were delivered successfully. The physician noted that the plan was always to use an aui so the inability to gain access on the left did not change the plan. The patient was mostly stable during the procedure and the final angio result showed a good seal of the ruptured aaa. The flow in the aorta inside of the aui and limb appeared sluggish and so angiograms of the descending thoracic aorta above the stent graft and then within the confines of the stent graft only (pigtail injection catheter within - not above - the stent graft) were performed. Again, no leak was seen and the slow flow was attributed to the low cardiac output of the patient. The patient received eight units of blood intra-operatively and the anesthesiologist commented that the patient¿s blood pressure would respond to a unit of blood by normalizing and then fall again slowly over time. The patient was stable with pulses in the lower extremities bilaterally. During the recovery period the patient expired. The patient received a total of 16 units of blood before dying. Per the physician's statement the patient expired due to multi organ failure.